Event description:
A customer reported that their t:slim x2 pump battery would not charge, even after attempting various solutions, such as leaving it plugged into a working outlet with different wall adapters and charging cables. The pump screen remained unresponsive and dark. There was no adverse impact on the customer¿s blood glucose level. To address the issue, technical support arranged to replace the pump and provided instructions for the customer to use a multiple daily injections (mdi) backup therapy to ensure continuous insulin delivery.